Event description:
Reportedly, the subject home monitor does not work anymore, there are no leds flashing.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject home monitor does not work anymore, there are no leds flashing.